Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported failure mode. Intuitive motion was not being experienced at the wrist upon manual input of the disk knobs because one pitch cable was found broken at the wrist. The cable segment that contained the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis evaluation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci hysterectomy with bso procedure, the customer observed a broken cable. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.